Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were overall malaise and oozing at the ipg site. It was unknown if infection was device or procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Exact date unknown, event occurred a few weeks after suture removal on (B)(6) 2022.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6) batch: 7072448.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of infection were overall malaise and oozing at the ipg site. It was unknown if infection was device or procedure related. The patient was placed on antibiotics. Additional information was received that the patient underwent an explant procedure. The ipg and lead were not returned as they were kept by medical facility.